Manufacturer narrative:
The customer¿s report of leaking from the bonded end of a texium syringe during an IV push was not confirmed. Visual inspection observed no anomalies. Functional testing was performed; no leaking was observed. The root cause of leaking from the bonded end of a texium syringe during an IV push was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a texium syringe leak after 2ml of amrubicin was IV pushed. Approximately 1ml of the drug leaked from the bonded connection between the syringe and the texium component. The patient touched the leaking connection and was instructed to wash his hands with soap and water. The physician ordered a partial dose that was administered to the patient. There was no report of patient harm.